Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, it was noted that the lead body was twisted. The lead did not pass helix testing, likely due to dried blood in the mechanism, the wrinkled lead coating and a deformed rate-sense coil. Lead electrical testing was not performed. Analysis confirmed the clinical observations.

Event description:
It was reported that the helix of this right ventricular (rv) lead would not extend following multiple repositioning attempts made at implant. The lead was not used and was returned for analysis. No adverse patient effects were reported.